Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous 75% stenosed lesion located in the mid left anterior descending artery. An attempt was being made to air-purge the balloon catheter using a syringe, connected to the three-way stopcock outside the anatomy; however, air purging was not successful leaving air inside of the three-way stopcock. The three-way stopcock was replaced for a non-abbott three-way stopcock and air-purging could be performed successfully. The procedure was completed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.